Event description:
The patient's mother reported that the patient developed a reaction at the Pod¿s insertion site while wearing the device for an unspecified duration of use. The mother reported the infusion site to have redness, irritation, itchiness and hives. The patient¿s mother mentioned the area just around the where the cannula inserts into the skin is infected. Although the skin was described as infected, no formal diagnosis of infection was reported. The patient's mother could not recall specific dates but states they have had multiple appointments with endocrinologist and allergist regarding this issue over the past 2 year. The patient was diagnosed with an allergy to the cannula or needle itself. The patient was treated with a recommendation for over-the-counter allergy medication/steroid spray and was prescribed multiple unknown steroid prescriptions. Additionally, it was reported the patient had to stop using the product. No blood glucose levels were mentioned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: Data not available:Omnipod Software App Version: 2.2.1,Operating System: 18.6,Hardware: iPhone14.6,CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.